Event description:
The customer reported "problem with scope and problems recharging battery." The field engineer noted the system displayed a battery charger error upon boot up. This error will likely prevent the system from booting. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery and the charger were replaced the svc call. The sys was test and found to be working as intended and put back into svc.